Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was found to pass functional testing. The reported issue could not be confirmed during testing.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed cassette not attached properly when cassette was removed. There was no patient involvement in the reported event.